Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative evaluated the device at the customer's site. The customer's report was observed and attributed to the auxiliary power supply. The auxiliary power supply was scrapped to resolve the report. Analysis of reports of this type has not identified an increase in trend.